Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation the battery charger/modem was unable to recognize battery packs. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unk liquid. Device evaluation of battery pack sn 86034387 was completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a fractured pad under component p4 of the battery pca board. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery charger/modem and battery pack. The pt received a replacement battery charger/modem and battery pack. Device mfg date: battery charger/modem, sn (B)(4), manufactured 06/2012. Battery pack, sn (B)(4), manufactured 05/2012.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving battery charger faults. The pt was issued a replacement battery charger/modem and a replacement battery pack.